Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states it has not been reported whether the metal tip shedding's/debris were removed from the patient. No clinically related information has been provided; therefore, a thorough medical investigation cannot be rendered. One photo was provided that supports the report, however, it does not contribute to determining the root cause of the reported failure. Although, we are unable to rule out a procedural variance as a contributory factor. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of the possible retained metal debris cannot be determined. It was reported the procedure completed without a significant delay or patient harm. Since there were no other complications reported, no further clinical/medical assessment is warranted at this time. A review of the customer provided image shows metal debris from the wands electrode. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during ankle procedure, the 2.3mm short bevel 35 degree icw metal tips seemed to have fallen off during surgery; (disintegrating) leaving metal debris in the ankle. The procedure was successfully completed without delay using a s+n back-up device. No other complications were reported.